Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that during inspection, the vision stent was not on the balloon. No additional event or patient information is available. This event is being reported based on lab analysis which revealed visible crimp marks on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture.

Manufacturer narrative:
Result - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood visible. There was no contrast visible on the sds. The stent implant was not returned. There were crimp marks on the balloon between the markers. The balloon was tightly folded. There was a bend in the hypotube, 7.5cm distal to the strain relief tubing. There was no other damage noted to the sds. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.